Event description:
The customer reported seeing a "fog" around their unit. The customer stated that there were no physical complaints related to the reported oil mist. The asp field service engineer repaired the unit.